Manufacturer narrative:
Visual inspection of the septum, setscrews and contact springs did not find any anomaly. Analysis was performed, including thermal and mechanical testing of the device, and no anomaly was detected. Both outputs were monitored, and no anomaly was noted. A longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. The reported event of loss of pacing was not confirmed.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During implant, loss of pacing was observed. The device was replaced to resolve the event and the patient was in stable condition.